Event description:
The reporter indicated the surgeon was inserting a cc4204bf collamer single piece lens and the lens became stuck in the cartridge. The backup lens was implanted.

Manufacturer narrative:
Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Device evaluated by manufacturer? No: lens was not returned. (B)(4).

Manufacturer narrative:
(B)(4).